Event description:
It was reported that during a laparoscopic gastrectomy procedure, the clip ejected when the device was used for the blood vessel of the gastric. The doctor misunderstood that the clips were fed into the jaws, the device was fired. Therefore the left stomach artery was damaged. Another competitive device was used to stop bleeding and to complete the case. There were no adverse consequences to the patient. Bleeding was confirmed, but bleeding was stopped right after. The clip was malformed.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device (a) was received empty with the jaws in the open position. Functional testing could not be performed due to the condition of the device. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition and inside of the sterile package. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed one scissored clip, and then the remaining 19 clips were formed as intended. In addition, the device locked out as intended. No conclusion can be reach as to why the device deployed scissored clips. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b additional information: batch # k4cf4n; expiration date: 02/2018; manufacturing date: 03/2013.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: how much bleeding occurred? ---the information was not provided from the hospital did the patient require a blood transfusion? ---the information was not provided from the hospital what was the shape of the clip? ---unformed was the clip fully advanced into the jaws prior to firing? ---no was there any torquing or twisting of the device present at the time of firing? ---no was any unexpected resistance felt while firing the trigger? ---no were any unexpected noises heard? Asku if so, when? ---no did anything unexpected happen prior to this incident? ---no was the device fired after this incident in or out of the patient? ---no did somebody other than the primary surgeon fire the instrument? If so, whom? ---the information was not provided from the hospital